Manufacturer narrative:
Device evaluation summary: the applier and guide were returned in an endovascular return kit. Upon inspection of the applier, no device abnormalities were observed (no endoanchor within the tip). The device was unremarkable. A vile with a broken endoanchor was returned. The endoanchor appears to be broken at the halfway point. The surface of the break under scope was relatively smooth. The handle was opened and no fluid or blood was observed within the handle. No corrosion was observed on the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was fully attached within the device. The battery was removed and the measured 8.11v. The eprom was read and presented the following codes (locn x code): 0ax05 battery low in the 0bx0e applier ready state. 0cx07 battery voltage low. 0dx17 fatal. The error is unrelated to the reported event as an error light was not reported to have occurred during the procedure. This error reading (battery low) likely occurred during the device return as the device cannot be shut off after use. The applier was reset with a 9v and performed as intended. The complaint was confirmed as a broken endoanchor was returned for analysis. The root cause of the broken endoanchor could not conclusively be determined as the event occurred in-vivo and could not be recreated during device analysis. Based on historical analysis of similar broken endoanchor complaints, there is no evidence of a material defect that would have been contributory. Conditions during the procedure that have historically been identified as causes of deployment resistance include difficulty positioning the heli-fx applier within highly angulated anatomy as well as calcified plaque or thrombus with more than 2mm of thickness within the deployment zone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Images review summary: the cause of aaa sac enlargement and reported anchor fracture could not be determined from the films provided. The anatomy at implant is unknown, earlier post-implant films were not provided for review, and recent CT¿s were not available to better access the patient¿s anatomy. In addition, images prior to implanting the aortic cuff and during the fracture event were not seen in the films provided. The 9 returned still non-contrast angio images revealed that prior to any anchors being implanted, a curved-shaped radiopaque material of the approximate same length as the perimeter of the guide was seen within the aortic body of the bifurcate/cuff, approximately 20mm below the level of the proximal graft margins. The length of the foreign material did not appear to be as long as the total length of an anchor, and the remaining fractured section of this possible anchor could not be seen in the images provided. A total of 8 endoanchors were seen having been implanted around the perimeter of the bifurcate/cuff; 4 were placed near the proximal margin and 4 were implanted ~2cm lower. No obvious issues were seen with the guide. The final returned image showed that this foreign material had been captured and placed within the guide handle. The exact source of the foreign material seen within the stent graft could not be determined, and the cause of the reported anchor fracture could not be determined. Possible anatomical causes of the anchor fracture include implanting into the areas of calcification, thrombus, and highly angulated anatomy. In addition, improper apposition, excessive catheter torque build-up, engaging multiple fabric layers, and excessive unsupported applier may have also contributed to the anchor fracture. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that a CT scan observed aneurysm enlargement. The physician opted to place a cuff and heli-fx endoanchors. The first endoanchor attempted broke. The physician was able to catch the broken piece of the endoanchor without and issues. It was noted that 8 endoanchors were successfully placed and the event was reportedly resolved. The physician stated that the cause of the event was related to the device. No additional clinical sequelae were reported and the patient is fine.